Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer change pump supplies and resumed insulin.